Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, the bag broke at the bottom. As stated, no parts were lost and all were recovered. They used forceps to open hole in the abdomen.